Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient experiencing muscle stimulation presented in clinic for follow-up. The pulse generator exhibited backup operation. A user download restored normal device function. Upon follow-up on (B)(6) 2015, the device continued to function appropriately. The patient would be monitored.